Event description:
Dr (B)(6) report patient - a status post left total knee done (B)(6) 2009 is now in need of a revision due to a loose femoral component. Dr (B)(6) requested a ts femur with a stem. He carefully removed the left femoral implant using flexible osteotomes. After removing the insert he proceed to prepare the femoral canal with reamers. He prepared the ts box using the appropriate cutting jigs. A trail femur and stem were assemble and put into place. A trial insert was used to check the rom and stability. Satisfied the new implants were assembled and cemented into place. A new insert was implanted and the surgical site was closed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon cr femur. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation:no medical records were provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Dr (B)(6) report patient - a status post left total knee done (B)(6) 2009 is now in need of a revision due to a loose femoral component. Dr (B)(6) requested a ts femur with a stem. He carefully removed the left femoral implant using flexible osteotomes. After removing the insert he proceed to prepare the femoral canal with reamers. He prepared the ts box using the appropriate cutting jigs. A trail femur and stem were assemble and put into place. A trial insert was used to check the rom and stability. Satisfied the new implants were assembled and cemented into place. A new insert was implanted and the surgical site was closed.